Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesions were located in the left anterior descending (lad) and mid left circumflex (lcx) arteries. A 3.50x20mm promus element¿ drug-eluting stent was deployed in lad. However, after post-dilatation was performed, a distal edge dissection was noted in the distal part of the stent. A 2.75x24 promus element¿ drug-eluting stent was then deployed distally overlapping to the first stent to cover the distal edge dissection. A promus element¿ drug-eluting stent was also deployed to cover a focal lesion in mid lcx artery and the procedure was completed. No further patient complications were reported and the patient's status was stable.